Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The patient was tested on the meter with a result of > 8.0 inr. The result from the laboratory within a few minutes was 4.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred due to these results. The patient does not have anemia or antiphospholipid antibodies. The patient is not taking heparin or other direct thrombin inhibitors. The patient is not experiencing any bleeding or bruising. The patient has had no changes in diet. The patient's coumadin dose is changed based on results received. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The returned meter was tested with the current master lot. Qc 1: 2.5 inr; qc 2: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The alleged results were not located in the memory of the meter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.